Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 75 mg/dl at the time. Customer cannot clear the alarm after a battery change. Customer was recommended not to be using a pump that is not registered to her. Insulin pump will need to be replaced. Customer stated that the keypad was unresponsive. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.